Manufacturer narrative:
Citation: kaneko et al. Evolut self-expanding transcatheter aortic valve replacement in patients with extremely horizontal aorta (aortic root angle =70¿): technical aspects and clinical outcomes. Int heart j. 2020 sep 29;61(5):1059-1069. Doi: 10.1536/ihj.20-120. Epub 2020 sep 12. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding seven patients with severe symptomatic aortic stenosis and extremely horizontal aorta who underwent implant of a medtronic evolut r or evolut pro bioprosthetic aortic valve between january 2017 and december 2019. Case 7: a (B)(6) year old female patient with severe symptomatic aortic stenosis was implanted with a medtronic 26-mm evolut r (unique device identifier numbers not provided). Three days post-procedure the patient developed atrial fibrillation resulting in cerebral infarction without neurological deficits. No additional adverse patient effects or product performance issues were reported.